Manufacturer narrative:
Medwatch sent to FDA on 02/03/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine over 3 separate occasions to the marionette area and lateral cheek. Six months after the 3rd occasion, the patient developed nodules and swelling with inflammatory nodules "all over [their] face" in the cheeks, nasolabial folds, oral commissures and marionettes. Patient treated with hyaluronidase on several occasions and was given clarithromycin. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00815 ((B)(4)) and #3005113652-2015-00926 ((B)(4)). This MDR is being submitted for the third suspect product, the 2nd occasion of juvederm voluma with lidocaine, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 12/30/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nodules, swelling and inflammatory nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, skin irritation and inflammation: "undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine over 3 separate occasions to the marionette area and lateral cheek. Six months after the 3rd occasion, the patient developed nodules and swelling with inflammatory nodules "all over [their] face" in the cheeks, nasolabial folds, oral commissures and marionettes. Patient treated with hyaluronidase on several occasions and was given clarithromycin. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00815 (allergan complaint # (B)(4)) and #3005113652-2015-00926 (allergan complaint # (B)(4)). This MDR is being submitted for the third suspect product, the 2nd occasion of juvederm voluma with lidocaine, also a device manufactured by allergan.

Event description:
It was found that this MDR is a duplicate for the same event, same patient and same suspected product reported under MDR ID #3005113652-2015-00279 ((B)(4)). All pertinent information from this MDR will be transferred to MDR ID #3005113652-2015-00279